Event description:
Related manufacturer report number: 2017865-2023-94694 and 2017865-2023-94695. During remote monitoring, episodes of noise resulting in oversensing were noted on the right ventricular (rv) and right atrial (ra) channels. The healthcare provider suspected a header anomaly of the device was responsible for the noise episodes, however, abbott technical support was contacted and suspected an anomaly with the ra and rv leads. As the direct cause of the noise could not be determined, the healthcare provider elected to explant and replaced the entire system. The patient was in stable condition.

Manufacturer narrative:
The reported of noise problem was not confirmed. As received the device operating at normal mode. Device image was successfully saved. Visual examination of the header was normal. Atrial and ventricular noise sensitivity test was normal. The results of electrical, stress/environmental tests performed indicate the pacer is exhibiting normal device characteristics. Longevity assessment was performed and device was at normal range of operation with appropriate remaining longevity.